Event description:
Healthcare professional reported a left side "possible capsular contracture" baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side "significant capsular contracture of left breast secondary to fall approximately 3 months ago with blood around the implant", which is considered not device-related.